Event description:
It was reported that the customer experienced air bubbles within the canister. There was no adverse impact to the customer¿s blood glucose level. To address the issue, the customer reloaded the cartridge.